Manufacturer narrative:
Product has been received by zimmer biomet. Risk assessment(s) related to this complaint product do not require updating as the product was made to print and from correct materials and risk is addressed in the attached IFU 1500 care & handling-instr. & cases rev I 2013-06 final - care and handling of instruments - general. Surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance. Review of complaint history found two additional complaints (B)(4) for this item since 2005, both are for the same issue, however, no further action is required as this was likely due to user error. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the plastic skid pad on the exact stem removal jaw fractured. It is unknown under which circumstanced this occurred and whether it was involved in a surgery.